Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed longer infusion sets due to issues with scar tissue and also mentioned that they experienced a high blood glucose level of over 600mg/dl. The customer stated that the high readings was due to the scar tissue on her sites. The customer stated that they have reverted to a non medtronic insulin pump but had the high reading on the insulin pump prior to switching. The customer declined to troubleshoot for the high blood glucose and was transferred to customer service for further assistance with new infusion sets. No product will be returned for analysis.